Manufacturer narrative:
Occupation: unknown. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required a quick-core coaxial biopsy needle set for an unknown procedure. Prior to patient contact, the operator could not separate the stylet from the outer part of the needle. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. D10 ¿ product received on: 15dec2020. Investigation ¿ evaluation . It was reported by (B)(6) in china, that the stylet within a quick-core coaxial biopsy needle set could not be separated from the outer part of the needle. This occurred prior to patient contact and no adverse effects were reported. A review of the complaint history, device history record, instructions for use (IFU), and quality control of the device, as well as a visual inspection and functional test, were conducted during the investigation. The complainant returned one coaxial needle. The needle was able to be unscrewed by hand. The device was retightened and still was able to be unscrewed by hand. The cannula and stylet have a smooth transition. Cook has concluded that this device was manufactured to specification. Additionally, a document based investigation evaluation was performed. The risks associated with these devices are acceptable when weighed against the benefits. Although inspection steps are in place related to this failure mode, a project was opened to further investigate/address this issue. A correction has been implemented and the complaint device was manufactured prior to implementation of the correction. The device is shipped with instruction for use (IFU) which provides the following information to the user related to the reported failure mode: instructions for use: ¿1. If using the coaxial needle, insert the coaxial needle to the border of the lesion. 7. To remove tissue specimen, pull back on the plunger until a firm click is felt. This indicates that the cutting cannula is locked into position. Push stylet forward to expose specimen within the notch, and remove tissue.¿ a review of the device history record (DHR) was also conducted as a part of the investigation to check for failure related nonconformances and additional complaints. The DHR for the complaint lot and related subassembly lots recorded no related nonconformances. A complaint database search revealed no additional complaints from this lot from the field. As there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Based on the information provided, the examination of returned product, and the results of the investigation, a definitive cause could not be established. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.